Event description:
It was reported that the phaco compact intuitive machine has faced multiple breakdowns, causing considerable disruption to the surgical routine of the surgeon and further inconvenience to the patients. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: email address: unknown/not provided section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) maybe re-opened to complete the return investigation. The complaint issue reported could not be confirmed. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.